Event description:
J.p. Drain inserted during surgical procedure in 2002. Physician attempted to remove drain three days later. The drain broke with a portion of the drain remaining in the pt. The pt was taken to surgery on the following day, to remove the remaining portion. Remaining portion of tube removed without event. Pt discharged from hospital the day after surgery.